Event description:
The pt's blood pressure declined after pre-dilatation of the internal carotid artery (name of the balloon is unknown). The physician administered atropine sulfate. The low blood pressure continued for two days, but has recovered to normal. The pt is a male. The target lesion was internal carotid artery (side unknown). The vessel was described as moderately calcified and tortuous. The rate of stenosis was 80%. The patient's blood pressure at the beginning of the procedure is unknown. There was no difficulty positioning the angioguard distal protection device beyond the lesion in the vessel. Blood flow was normal throughout the procedure. The precise stent had not yet been placed when the event occurred. There was no report of a dissection. The physician commented that this decline of blood pressure was not caused by any of the cordis products, but it was an anticipated side effect of a carotid stenting procedure. The lesion was successfully treated. The patient is in stable condition, and no residual effect remains.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.